Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform stapler 45 instrument installed with a black reload was fired and audible alert was observed. Upon visual inspection, the blade on the reload was exposed. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the instruments and accessories were inspected and no abnormalities that were found prior to use. The black reload was selected by the surgeon as they have determined the target lung tissue to be thick. The reported event occurred either on the second or third staple firing. The issue was observed during tissue transection and the issue involved a partial fire. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no unplanned tissue removal. No fragments fell into the patient. The surgical task was completed using a third -party laparoscopic stapler instrument. The user completed the procedure with no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 45 black reload was analyzed and found to be the primary failure of an exposed blade. The stapler sureform 45 black reload was found to have the knife exposed within the knife track, and to be exhibiting a firing failure during in-house inspection. Additional observations that were not reported by that site that are related to the primary failure was that the stapler sureform black reload was found to have mechanical indentation damage to the blade. The reload was found to have a lodged staple. The staple was wrapped around the exposed blade. The reload was found to have cartridge damage. The location of the damage is at the knife track where the exposed blade stopped. There is no missing material. The complaint was confirmed by failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image shows a black sureform 45 reload with an exposed blade towards the midpoint of the reload. A single partially formed, loose staple can be seen resting on a deployed pusher a few rows proximal to the final blade position. Pushers slightly ahead of the blade stopping point have been deployed, which is an expected condition. It appears the reload was involved in a partial fire. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.